Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2010 and performed weekly self-tests, alongside random manual power ons, up to the (B)(6) 2016. The device records multiple occasions where the temperature was below the recommended minimum temperature. One minute manual power ups were recorded on the (B)(6) 2016. No further log entries were recorded prior to receipt at heartsine. Investigation was unable to replicate the reported fault. There were no ten minute time outs recorded. The one minute time outs would suggest the user was regularly power cycling or the beginnings of membrane failure. Slight voltage fluctuation was observed over the pogo pins. This did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.